Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Raw log files were not available for analysis. The reported high power event was confirmed via review of the available autologs report which revealed a sustained increase in power consumption and estimated flows beginning on (B)(6) 2021 leading to parameters above the normal operating range and seven high watt alarms have been logged since (B)(6)2021. Information provided by the site indicated, in addition to the high power, the ventricular assist device (vad) experienced a thrombus on the impeller. The patient had hematuria, a therapeutic international normalized ratio (inr) and was compliant on taking coumadin and aspirin therapy. The patient was hospitalized with a heparin drip and a computerized tomography (CT) scan was performed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information and historical review of similar events, the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information: b5, b6, b7, h6 and additional codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the for the week leading up to admission for the thrombus, power spikes on data files were present and upon admission the lactate dehydrogenase (ldh) was elevated, free hemoglobin was noted and hematuria was observed. When a chest computerized tomography (CT) was done for thrombus diagnostics, a splenic infarct was noted. Tissue plasminogen activator (tpa) was initiated as well as treatment with heparin and integrilin. Additionally, cultures were sent of the driveline exit site as the patient was known to have a chronic driveline infection. The cultures were positive for corynebacterium amycolatum, which was suspected to be a contaminant, and was treated with intravenous antibiotics. Ventricular fibrillation (vf) was observed on implantable cardioverter defibrillator (ICD) interrogation and thought to be due to the presence of thrombus. The patient did not report any symptoms and was kept on their home dose of oral antiarrhythmic medications. Anemia was also noted and treated with medication as well as one unit of packed red blood cells (prbc) and no signs of bleeding were observed. The blood thinning intravenous treatments were stopped, the international normalized ratio (inr) goal was increased and the patient was discharged on home medications.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. Raw log files were not available for analysis. The reported high-power event was confirmed via review of the available autologs report which revealed a sustained increase in power consumption and estimated flows beginning on (B)(6) 2021 leading to parameters above the normal operating range and seven (7) high watt alarms have been logged since (B)(6)2021. Information provided by the site indicated, in addition to the high power, the vad experienced a thrombus on the impeller. The patient had hematuria, a therapeutic international normalized ratio (inr) and was compliant on taking coumadin and aspirin therapy. The patient was hospitalized with a heparin drip and a computerized tomography (CT) scan was performed. It was further reported that upon admission the lactate dehydrogenase (ldh) was elevated, free hemoglobin was noted, and hematuria was observed. When a chest CT was done for thrombus diagnostics, a splenic infarct was noted. Tissue plasminogen activator (tpa) was initiated as well as treatment with heparin and integrilin. Additionally, cultures were sent of the driveline exit site as the patient was known to have a chronic driveline infection. The cultures were positive for corynebacterium amycolatum, which was suspe cted to be a contaminant, and was treated with intravenous antibiotics. Ventricular fibrillation (vf) was observed on implantable cardioverter defibrillator (ICD) interrogation and thought to be due to the presence of thrombus. The patient did not report any symptoms and was kept on their home dose of oral antiarrhythmic medications. Anemia was also noted and treated with medication as well as one unit of packed red blood cells (prbc) and no signs of bleeding were observed. The blood thinning intravenous treatments were stopped, the inr goal was increased, and the patient was discharged on home medications. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, cardiac arrhythmia, bleeding, and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythm ia, thrombus, and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of antico agulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms and power outside normal range as a result of a thrombus on the impeller. The patient had hematuria, a therapeutic international normalized ratio (inr) and was compliant on taking coumadin and aspirin therapy. The patient was hospitalized with a heparin drip and a computerized tomography (CT) scan was performed. The vad remains in use. No further patient complications have been reported as a result of this event.